Event description:
A malfunction alarm with code malf 9 was reported, and there were no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to report back if the issue happened again.